Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing the patient alert tone from their device. The patient went in for a device check and it was determined that the alerts were due to the right ventricular (rv) lead, the left ventricular (lv) lead and the right atrial (ra) lead having impedance measurements of zero. Reprogramming was attempted but the impedance issue could not be resolved. It was noted that all other lead parameters appeared normal, so all the leads remain in use and were monitored. It was further reported that due to not being able to measure the impedances on the pace/sense portion of all the leads, the device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. If information is provided in the future, a supplemental report will be issued.